Manufacturer narrative:
No sample or photographs were provided for evaluation. A complaint sample was not provided and therefore, the reported failure mode could not be confirmed through a sample evaluation. A device history record review for lot: 0001307713 did not identify any manufacturing defects or issues that may have contributed to the reported failure. Based on the limited results of the complaint investigation, a probable root cause could not be identified since no complaint sample was submitted for evaluation and no contributions from the manufacturing / design process were identified. Since no probable root cause could be identified, no corrective or preventive actions can be implemented at this time. The complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
Procedure date on (B)(6) 2020, lot number: 0001307713, ref 50-9050 ¿ post procedure empyema. Patient re-admitted to hospital, IV antibiotics and continuous drainage via catheter access kit and due to deterioration in general oncology condition, transferred to hospice for end of life care.

Manufacturer narrative:
Pr 1689941: initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Procedure date (B)(6) 2020, lot number 0001307713, ref (B)(4) ¿ post procedure empyema. Patient re-admitted to hospital, IV antibiotics and continuous drainage via catheter access kit and due to deterioration in general oncology condition, transferred to hospice for end of life care.